Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to helix extension difficulty. A lead fracture was suspected. This lead was extracted and replaced prior to pocket closure. The lead is not expected to be returned. No adverse patient effects were reported.